Event description:
Pt received multiple abg sticks from several therapists due to pulse ox probe not correlating with abg results. Pulse ox probe indicating higher saturation level then abg results. Pulse ox with a good wave form correlating with heart rate. Ultimately, pulse ox probe changed by rns which reflected low saturations. These are recycled probes.